Manufacturer narrative:
Investigation summary: bd received a sample and two (2) photos for investigation. The sample and photos were reviewed and the indicated failure mode for glass inside the tube was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of glass inside the tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of glass inside the tube. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® nh (sodium heparin) 170 i.u. Blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "one tube out of a 100 unit tray has a small piece of glass inside."